Event description:
It was reported that "the drill broke right at the base of the cutting flutes and shafts while cutting the pt. Drill bit is still in the pt.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, a supplemental report will be issued.